Manufacturer narrative:
The insulin pump was received with a cracked end cap. The rewind, basic occlusion, occlusion, prime, compromised force sensor system, excessive no delivery, and displacement tests were all unable to be performed due to cracked end cap. The insulin pump was missing end cap sticker and had minor scratches on the lcd window. The complaint record reasonably suggests that no further information can be obtained to complete a full assessment. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer blood glucose reading was 330 mg/dl. Troubleshooting for the compromised force sensor system alarm on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.